Manufacturer narrative:
This medwatch is for suspect device in coaguchek test system 2. Reference medwatch for coaguchek test system 1. Per conversation with FDA/osb, report not late although >30 days from become aware date.

Event description:
Caller states that the pt tested 3.9 inr on coaguchek test system 1 and 2.5 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent.